Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. No moisture damage found on electronics assembly. The device had a broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case window display corners, cracked lcd window and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 224 mg/dl. She indicated that the insulin pump was exposed to moisture because she wore it in her bra. During troubleshooting, the customer reported that the insulin pump was cracked at the reservoir compartment due to wear and tear. The device was returned for analysis.